Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for iliac aneurysm with gore® excluder® iliac branch endoprostheses and gore® excluder® aaa endoprostheses. It was reported that when the physician attempted to deliver the contralateral leg endoprosthesis into the artery, the olive tip separated from the catheter. No excessive force was used. The delivery device and the olive (snare was used to remove olive) were removed from the patient. The patient tolerated the procedure.

Manufacturer narrative:
Addition the device was not returned to gore for evaluation. The engineering evaluation was completed using information provided from the field sales associate. The following information was provided for the device evaluation, the olive tip separated from the catheter. The catheter broke after the leading olive. Part of the catheter guidewire lumen was seen extending out of the leading olive. The broken catheter was noted after the device had been deployed. The catheter may have caught on the introducer sheath when the device was withdrawn. The cause for the catheter breakage could not be determined with the available information. Addition the gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.